Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an unexplained loss of capture observed on the right ventricular (rv) lead. The implantable pulse generator (ipg) exhibited a pacing problem. The lead was capped and the ipg was explanted. They were both replaced. No patient complications have been reported as a result of this event.